Event description:
Hill-rom received a call from a hill-rom technician stating the nurse call cable was unable to connect to the wall. There was no pt/user injury report reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call cable had bent pins not allowing it to connect. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced cable with hospital owned cable to resolve the issue. Based on this information, no further action is required.